Event description:
It was reported that the patient presented to the operating room for a generator change out due to normal eri. When the device was interrogated, it was noted that the device had reached eos not long after eri. Device reached eri on (B)(6) 2017 and eos occurred on (B)(6) 2017. The device was explanted and replaced. Patient was in stable condition throughout.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.